Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electro surgical unit (iesu) e200 generator, resolving the issue. The system was tested, verified as ready for use. Intuitive surgical, inc. (Isi) received the e-200 generator for failure analysis evaluation. The unit was analyzed and the reported issue was confirmed, but it could not be replicated during in-house testing. In light house, two errors were identified on the e-200 detected a hardware failure and could not continue; which support that the fault occurred in the field. Visual inspection found no issues related to the reported concern, and per the e200 testing matrix the unit passed all required tests. Engineering determined this is a known software anomaly that can occur when vessel sealer extend instrument make contact with human tissue, and therefore the issue cannot be replicated in-house.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, after port placement, generator errors occurred on the integrated electro surgical unit (iesu) e200 while using a curved vessel sealer instrument. Attempts to set up a backup generator were unsuccessful, as it was not recognized, and error 32127 indicated a link issue with the backup despite it being disconnected. Troubleshooting did not resolve the problem, and error logs revealed a hardware failure in the energy controller along with repeated error messages. The surgeon converted the procedure to an open approach.